Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteral dilatation procedure. According to the complainant, during the procedure, the balloon would not inflate. Follow up with the complainant indicated that it is unknown if there was any damage to the balloon. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "good."

Manufacturer narrative:
(B)(4).